Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to oth. Oth checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection of the subject device for repair at the service department of olympus (B)(6) (oth), it was found that the adhesive around at the distal end cover had a gap and wear.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that there may be a gap in the tip adhesive due to physical stress, chemical stress, storage environment, etc. If additional information becomes available, this report will be supplemented.